Manufacturer narrative:
Additional information was received for h3, h6, and h10. H11: the actual device was returned for evaluation. A visual inspection noted a separation between the female connector and the main body of the twist clamp. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.